Event description:
It was reported that an individual with parkinson¿s disease treated with deep brain stimulation therapy had an out-of-range message displayed on the patient programmer. The individual reported noticing the out-of-range message late the prior week. The individual also reported lifting plants but could not attribute the high impedance to any specific activity. The individual was evaluated and impedances were checked, and contact ¿10c¿ was identified as having high impedance. The physician provided an alternate program that did not use contact ¿10c,¿ and the individual tolerated the new program well. The individual was reported alive with no injury, and the implantable neurostimulator remained implanted and in service. Additional information was received from the manufacturing representative (rep). Rep reported that alternate programming was used w hich resolved the out of range message that was seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.